Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they received a shock, fell, passed out and awoke to a broken leg. Follow up with the health care provider indicated that the implantable cardioverter defibrillator (ICD) was reprogrammed and a device upgrade was scheduled. The ICD remains in use. No further patient complications have been reported as a result of this event.